Event description:
An asymptomatic patient presented to the clinic for follow-up; a lead dislodgement was observed via review of x-ray. The lead was explanted when repositioning was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure.